Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) - left bundle branch (llb) lead exhibited intermittent oversensing on stored electrograms (egm). The rv - llb lead remains in use. No patient complications have been reported as a result of this event.